Event description:
A young hispanic child (age (B)(6)) was brought into the outpatient department for an adverse reaction and burns "form" using a enuresis alarm. Parents stated that the alarm was used only once. The alarm malfunctioned and generated sufficient heat to burn a child¿s neck and chest area. There is no permanent damage to child. The burns were very minor and follow up was recommended next day. The patient did not return for a follow up and has the enuresis alarm with them. The device was unstable at the time of operation as a malfunction should not have happened under normal use.